Event description:
It was reported that post-paced t wave oversensing on the ventricular channel was observed. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.